Event description:
It was reported that during a procedure on (B)(6) 2021, during tensioning of the fibulink implant, the tibial interference screw pulled out of the tibia. The 4mm section of the step drill was verified during drilling to not have entered the tibia. The removal kit was opened, the implant removed, and two cortex screws were placed across the syndesmosis. Procedure was completed successfully with a five minute delay. There was no patient consequence. This report is for a fibulink® syndesmosis repair kit/ss. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Part: fgs-1000. Synthes lot: 21e020. Supplier lot: 21e020. Release to warehouse date: september 20, 2021. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received x-ray images. The images were reviewed, and the complaint condition is confirmed. The tibial screw component of the fibulink set appears to have migrated out of the tibia during tensioning. The tensioner cap appears to have been over torqued as the suture bridge is no longer visible between the two components. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.